Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had been experiencing intermittent elevated blood glucose (bg over 600 mg/dl). The infusion set was changed. Insulin injections were administered and bg was lowered. No occlusion alarms were received; however, the customer was "positive" there was no insulin delivered. The customer alleged that the pump was not working. The customer had delivered a bolus while being disconnected from the pump and at times, no insulin was observed "coming through the tubing". The customer's healthcare provider advised the customer to revert to injections for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.